Manufacturer narrative:
Investigation summary: background: it was reported that on (B)(6) 2020 during cleaning in the sterile processing department (spd), the wooden handle of the small hexagonal screwdriver with holding sleeve was cracked. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the screwdriver, hexagonal, small, with holding sleeve (p/n: 314.020, lot number: 2048223) was received at us cq. Upon visual inspection, the wooden handle of the device was cracked in two places where the connection pin hold together the shaft of the screwdriver and the wooden handle. Also the distal hexagonal tip was found to be rounded due to usage. Device failure/defect identified? Yes. Dimensional inspection: no dimension was performed due to the condition (cracked and worn) of the device. Document/specification review: se_481096 rev g (current) and 314_02 rev b (manufactured to) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the visual inspection revealed the wooden handle of the device being cracked in two places where the connection pin hold together the shaft of the screwdriver and the wooden handle. Also the distal hexagonal tip was found to be rounded due to usage indicating the end of life of the device. No definitive root cause could be determined for the cracked handle but the rounded hexagonal tip which was not related to this complaint is an indication of the end of life of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.020, lot number: 2048223, manufacturing site: (B)(4), release to warehouse date: 13. Dec. 2002. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during cleaning in the sterile processing department (spd), the wooden handle of the small hexagonal screwdriver with holding sleeve was cracked. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.